Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger. (B)(4).

Event description:
It was reported, the patient experienced a shocking or jolting sensation. The reporter stated that last night when the patient was trying to adjust stimulation the patient got a shock that went up to the back of their head. It was noted, the patient¿s stimulation was currently off and they were afraid to turn stimulation back on. It was further noted that stimulation helped with the patient¿s leg pain, but they could not get stimulation to reach around to their back. It was noted that there were no known accidents or incidents related to this event. It was noted, the patient had a nerve block in their lower back a couple of weeks ago, but the nerve block did not work. It was further noted the reporter had contacted a manufacturing representative. Additional information was requested, but was not available as of the date of this report.